Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Given that lot number provided is unrecognized, a device history record (DHR) review cannot be performed. If the lot number becomes available, the DHR review will be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor siltex round moderate profile 300cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure as per visit at the doctor¿s office. As a result, the breast prosthesis was explanted from the patient on (B)(6)2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/25/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 7/25/2018, mentor received additional information: the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 350cc gel prostheses on 6/26/2018; catalog # 3502350, s/ns (B)(4). Lot: 101858. Mentor learned that the right and left devices lot numbers were reported backwards. The left device is included in this report as the concomitant product: concomitant products: left mentor siltex round moderate profile 300cc saline prosthesis, catalog: 3542645, lot: 111020. Given that lot number provided is unrecognized, a device history record (DHR) review cannot be performed. If the lot number becomes available, the DHR review will be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. Brown material was observed within the device. During evaluation creases were observed on the anterior aspect. In addition, a rent was discovered within the crease, measuring approximately 0.4 cm. No other anomalies observed. Complaint was confirmed. The device history record (DHR) of lot number 101858 reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).